Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by right transfemoral approach. Some difficulties were noted to insert the 14fr esheath+ into the patient but finally it was inserted. During the advancement of the delivery system with valve through esheath, the system got stuck and it was not possible to advance it. It was noted that the valve had frame damage. The delivery system with valve was removed and then the esheath was removed. The patient experienced a femoral artery injury and a stent was implanted. The physician suggested that the event may be associated with the small vessel diameter and the application of high push force during advancement of the esheath and valve. Additionally, there was a high degree of vessel calcification according to the field clinical specialist, the medical team did not report any clear link between the injury and the difficulty in introducing the esheath or the frame damage. It was also noted that the injury could potentially be related to the closure device; however, this association is not clearly established. As per imagery evaluation, the valve had 2 bent frame struts and appeared stuck inside esheath housing.